Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the pt layperson regarding his 2009 complaint to a customer service associate, cca. The pt reported receiving error 2 messages when testing his blood glucose at 10:30 a.m three days prior and passing out one hour later. The issue was resolved as the pt's test strips were expired, nevertheless, the cca replaced the pt's one touch ultra meter, test strips and included control solution. The pt reported the following info to this specialist. The pt admittedly had not eaten when he was "in town" the same day. The pt, who's daily oral diabetes medication is glypizide, blacked out momentarily, receiving no medical intervention. The pt ate something and felt better. However, the pt attributes the event to his heart, other medical problems, not eating, and the heat. The pt did not allege that the product contributed to an injury. Because the pt obtained error 2 on the meter the same morning and throughout the day rather than blood glucose results, the complaint is reported. If the pt had been using in date test strips, possibly he would have obtained an actionable result to prevent the alleged issue.